Event description:
It was reported that on (B)(6) 2013, patient was in the operating room undergoing removal of a femoral nail, spiral blade, four screws, end cap, and washer due to patient getting a total knee replacement. Total knee was pre-planned due to arthritis. It was reported that patient also had pain in the knee joint only, not due to any hardware. It was reported that the fracture was healed from the initial surgery. While removing the hardware, the surgeon noted that two of the four screws were broken. One screw was broken in the proximal end of the nail and one in the distal end of the nail, and both were in the static locking hole. All pieces were retrieved with the exception of 20mm of the shaft of the 5.0 x 40mm screw which was left in the patient. The surgeon attempted to retrieve the screw without success. The surgery was prolonged approximately one and a half minutes. The final result of the healed fracture was excellent. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. This screw consists of a head with a portion of shaft attached. The remainder of the shaft was not provided. The break occurs 16.60mm from the top of the head. The drive has been lightly to moderately damaged, primarily at the top of the drive. The top of the head has numerous light scratches. The band is in good condition as is the bottom of the head. The shaft threads are in good condition with only a couple of minor indentations that do not affect profile. The break is clean with only minor evidence of wear against the mating piece. The dimensions that could be checked was found acceptable. Due to the type and extent of damage incurred, a complete evaluation could not be performed.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. DHR was reviewed with no complaint related anomalies noted.